Event description:
During a novasure endometrial ablation a hysteroscopy was done and the physician "thought he visualized a perforation and decided to take the pt to the local hospital to perform a laparoscopy". The novasure procedure was aborted. On (B)(6) 2012, the physician's office coordinator reported a small perforation was seen during the laparoscopy. No treatment was needed and the pt was discharged home on the same day ((B)(6) 2012). She reported the pt is doing fine. A dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller and ths hysteroscope not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device has not been completed. When the device is received, a supplemental report will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to established a relationship or impact to the reported observation. IFU, according to the instructions for use (IFU) warning: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).